Event description:
It was reported that the patient developed an infection at the incision site. It was mentioned that patient had been reusing used bandages after surgery longer than recommended which may have contributed to the infection. The physician also believes that it was due to clindamycin. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. Antibiotics was prescribed. Nothing will be returned as it was sent to pathology.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7162290/7162149. UDI: (B)(4). UDI: (B)(4).